Event description:
It was reported to boston scientific corp in 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure the day prior. According to the complainant, approx 9 minutes into the procedure, fluid started leaking from the cassette. The procedure was aborted due to this event. A hole was found in the tubing when the cassette was removed. There were no pt complications reported as a result of this event.

Manufacturer narrative:
A product eval is pending; results will be provided in a follow up medwatch report.